Manufacturer narrative:
.

Event description:
A report was received that the patient's ipg would not charge, could not be located and connected by the remote control. The patient will undergo an ipg replacement.

Manufacturer narrative:
Additional information was received that the ipg was reported to be broken/fractured. Sc-1132 (sn: (B)(4)) device evaluation indicated that the ipg passed visual and photographic imaging tests performed. The complaint of charging/telemetry anomaly was confirmed. Device was charged 6 cycles in an attempt to bring it out of hibernation, but was unsuccessful. When the device was cut open, it was externally powered and sleep current was measured and was out of the expected range, and indicated the device current drain was too severe to power the ipg electronics. Vh to ground = 43 ohms; it should measure in the megohm range. It was determined that the master asic u2 had an internal short(s) resulting in excessive current drain of the battery. The damage done to the master asic-u2 resulted in the inability to charge the ipg and/or get it out of reset mode, regain telemetry functions, and turn on stimulation. The use of electrocautery during the revision was the root cause of the reported complaint.

Event description:
A report was received that the patient's ipg would not charge, could not be located and connected by the remote control. The patient will undergo an ipg replacement.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient's ipg would not charge, could not be located and connected by the remote control. The patient will undergo an ipg replacement.

Manufacturer narrative:
Additional information was received that during the patient¿s revision (MFR report #: 3006630150-2014-02635), electrocautery was accidentally used during the procedure and it was not tested in the operating room (or) to determine if the ipg was working properly. The patient underwent an ipg replacement procedure due to malfunction. The patient was reportedly doing well postoperatively. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001).

Event description:
A report was received that the patient's ipg would not charge, could not be located and connected by the remote control. The patient will undergo an ipg replacement.